Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable hbsag g2 elecsys result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 1.64 cut-off index coi (reactive) with a data flag. The first repeat result was 0.96 coi (doubtful). The second repeat result was 1.02 coi (reactive). This result was released to the patient. The third repeat result was 0.63 coi (non-reactive). This result was considered a false negative.

Manufacturer narrative:
The investigation determined the customer did not follow the recommended further steps stated in the method sheet regarding repeatedly reactive results. Product labeling states: "retest result - one or both of the duplicate retests have a coi = 0.90. Final result/interpretation - repeatedly reactive. Further steps - sample must be investigated using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Results confirmed by neutralization with antihbs are regarded as positive for hbsag." The investigation excluded a general reagent issue.